Manufacturer narrative:
Correction to d3 and g1b, should be aizu not hinode.

Manufacturer narrative:
Correction h6 component code (772-cover to 3213-tip).

Event description:
It was reported that, at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure using this duodenovideoscope, the distal cover fell off in the patient's mouth and was retrieved. The patient was under anesthesia and the procedure was completed on the same device with about 10 minutes delay. There were no reports of patient harm.

Manufacturer narrative:
This report is related to MFR report #3003637092 - 2024 - 00161. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: g2 (¿health professional¿ was inadvertently omitted from the initial medwatch report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the following: -the distal end cover being installed improperly. -stress from friction caused by twisting, pushing, and pulling inside the body cavity, or interference with the mouthpiece that was applied to the distal end cover during the procedure. The event is detectable by handling the device in accordance with the following section of instructions for use (IFU): - operation - precautions olympus will continue to monitor field performance for this device.